Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 42 mg/dl. The customer stated his low blood glucose level was caused by his orthostatic condition. The customer stated he has been passing out for two years. The customer also stated that he had calibration errors from four of his sensors. At one point, his blood glucose level was 97 mg/dl, but the sensor glucose reading was 53 mg/dl. His insulin pump went into threshold suspend as a result of the low sensor glucose reading. Standard troubleshooting was performed. It was discovered that one of the customer's sensors had a ripped cannula. The customer was sent replacement sensors. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.